Event description:
A patient in a study underwent a da vinci assisted radical prostatectomy surgical procedure. After surgery, bleeding occurred in the lower abdominopelvic cavity, caused by trocar site bleeding. The blood loss was uncalculated (stain of absorbed blood in the gauze) and required administration of two units of red blood cells. There were no further adverse events related to the bleeding. The event was resolved and the patient was discharged nine days after the surgical procedure. There were no reports of a da vinci device malfunction during the procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, and that there was no association with the da vinci device or the study procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 162.1 cm.